Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid with an unknown concentration at a dose of 11 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the patient requested that the pump be decreased at one of their appointments following catheter replacement in (B)(6) 2016 (refer to manufacturer report #3004209178-2016-24690 for details pertaining to the catheter replacement event). It was noted that from that point on, the patient reported minimal pain relief and the dose had escalated. A catheter dye study was performed as diagnostics/troubleshooting performed and it was found that they were unable to aspirate the catheter. The date of the event was asked but unknown. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. At the time of the report the issue was not resolved and surgical intervention had not occurred but was planned and not yet scheduled. It was indicated that the patient status at the time of the report was ¿alive ¿ no injury¿ (note this is conflicting with the report of minimal pain relief). The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-sep-14. It was reported that the plan was to return the catheter if the catheter gets removed. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID 8780 (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-30. It was reported that the catheter replacement was completed with spinal segment revision kit and pump segment revision kit segments. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-nov-02 and 2017-nov-03. It was reported that nothing could be determined regarding the cause of the inability to aspirate the catheter. It was indicated that the catheter did not appear to have any kinks. The physician discarded the catheter that was replaced and it was noted that part of the catheter remained implanted but not in use. No further complications were reported or anticipated.